Manufacturer narrative:
The procedure date is approximate. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. The initial reporter is (B)(6). Although, the applier physician is (B)(6) (details unknown). (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure under local anesthesia, on an unknow date. A rectal wall infiltration (rwi) at the apex was detected. The imagery confirmed that the gel is closely to the rectum. The patient is in good conditions to continue with his treatment. No patient complications were reported as result of this event.